Manufacturer narrative:
The sample associated with this complaint was not returned for evaluation and steps could not be taken to replicate or confirm the reported event therefore, the root cause of the reported issue is unknown at this time. A review of complaints for the last 24 months indicated there have been no additional, related reports for this lot. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: vitrectomy probe not cutting. The surgeon reported that during the case, the vitrectomy probe was not cutting efficiently and was producing traction. The settings were changed by the technician, which did not resolve the issue. The surgeon discarded the probe. The case was completed by opening another probe. The case was completed. No pt injury was reported.